Event description:
On (B)(6) 2012, the reporter contacted animas and stated that a few weeks ago, the ok keypad was intermittently responsive and had a delayed response. The reporter stated that she was not sure if there was damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons were normally responsive and functional. Investigation was unable to confirm or duplicate the complaint. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The audio bolus button cover and plug were noted to be detached from the pump with the internal contact exposed. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. There was no visible contamination or anomalies of the button noted.